Event description:
A customer contacted beckman coulter inc. (Bci) in regards to wash concentrate bottle that broke and leaked on synchron cx4 delta clinical system. No injury was reported and there was no effect to patient or user.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint was from a home patient for overprime. The complaint was not confirmed due to a lack of sample. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A home patient (hp) contacted global technical services regarding solution coming out of the patient line on the homechoice (hc) unit during prime. The technical service representative (tsr) explained that the patient line cap was vented and may have solution come out of it. The tsr advised the hp if the patient line was primed to the top, he may close the clamp and continue with prime. The hp confirmed the cap was still on the patient line. The tsr advised the hp not to take the patient line cap off until he was ready to connect. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient (hp) who confirmed that there was no infection, injury, or medical intervention associated with this incident. The hp did not report any further issues. The reported condition of an overprime was resolved over the phone; no sample was requested at this time as the patient resumed therapy with actual sample without further issue. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp)'s nurse contacted baxter to report about several cracked minicaps. There were no adverse events as a result of this event. During a follow up with the hp regarding the cracked minicaps, it was revealed that there were a total of six minicaps with hairline cracks. Per hp, each minicap belonged to a different lot. The hp stated that she found the cracks during use about 2 to 8 hours after placing them on, sometimes during shower and sometimes while wiping the minicap/transfer set with alcohol wipes. The hp stated that she also noticed the betadine leak through the cracks on about 3 or 4 of the 6 cracked minicaps. The hp did not remember the dates. The hp stated that she was given antibiotics as a precautionary measure a couple times and that her transfer sets were replaced after event. The hp confirmed that she did not have any injury or harm as a result of these incidents. The hp stated that she started to put a tape on the minicaps after placing them on, and has not had any problems since. The hp verified that she discussed this with her nurse as well. The hp stated that she had saved the six cracked minicaps and handed them over to her nurse along with the packaging. The hp did not know the lot numbers. The hp stated that she is doing fine and continuing therapy. Product surveillance contacted the nurse to request the cracked minicaps for evaluation. The nurse stated that she only had two minicaps available. This writer informed her that a return kit will be sent to retrieve the two samples. The nurse was unsure what might have caused the cracks, and added that they observed the hp place the minicap on the transfer set, and confirmed that hp was following proper procedure. No patient injury or medical intervention was indicated. No further information was provided.